Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe with needle there was an issue with the plunger bursting at the end of an application.

Event description:
It was reported that during use of the bd solomed¿ syringe with needle there was an issue with the plunger bursting at the end of an application.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer, 7 sample sealed, were evaluated and it was not is possible observe any deviation. Also these sample were submitted to the plunger activation force test, this test also performed during the batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.